Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that the event took place. Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Additional information received: there is a case related to adverse event of leakage from reloads that resulted to the death of a (B)(6) year old female ¿ we are currently uncertain if the product is diverted or counterfeit. The commercial team have confirmed that they were aware about the incident through other hcps & nurses in the bariatric surgery community, there are no direct complaint received by j&j or its affiliates related to this matter. The commercial team have stated the following: the surgeon in scope was purchasing from our authorized distribution channels in (B)(6) till 2020, all stock purchased historically was depleted. The surgeon moved to purchasing ethicon products through unauthorized channels as well as minimal cases being conducted using competition products. Our team on the ground does not have access to the operating room nor any information related to the lots, or sources of supply. The surgeon is not sharing this information. Regarding the patient that passed away, the information reached the commercial team through other hcps in the community ¿ all statements were based on hearsay. The products added are hypothetical and are based on the most common codes used for a bariatric surgery. In case the product is indeed ethicon product, we have no information if the product is counterfeit or diverted. The surgeon is not cooperative and is not sharing any information at the moment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were you able to confirm the product code, lot number and origin of devices? What was the timeline of events leading to the patient¿s death? Was autopsy performed? If so, what were the results? Can the results be shared? Answer = there is no lot number provided nor is the product available because there is no cooperation from the physician. There is no way for us to be sure that they were parallel imported jnj products. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after an sleeve gastrectomy procedure, there was a revision bariatric case, operated by the surgeon. The surgeon used parallel imported jnj products of no know origin. Since there is limited access with the customer, no photos or products related to the event could be acquired. The patient then suffered a leak, then was admitted to the ICU. Patient then died after she was suspected to have also contracted covid.